Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to corrosion of the electrical contacts, and resulted in the displayed error message (b30). The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic system - inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the light guide plug on their evis lucera elite bronchovideoscope was cracked and leaking. The issue did not result in any delay, and the issue was found during a leak test during reprocessing. Upon inspection and testing of the returned unit, it was discovered that due to corrosion on an electrical contact of the endoscope connector, a b30 error (scope communication error) occurred. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that due to corrosion on an electrical contact of the endoscope connector, a b30 error (scope communication error) occurred. After replacing the scope connector, the image was restored to normal. The customer's originally reported issue of water tightness lost due to a crack on the plug unit was confirmed. The following additional findings were also noted: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.